Event description:
It was observed that during the device evaluation, the evis lucera duodenovideoscope exhibited a crack on the distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on historical data, possible causes include problems due some kind of stress such as damage or deterioration of parts, and or component failure without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.